Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine examination. At the time of the visit on (B)(6) 2021, the left ventricular lead exhibited high capture threshold and the clinician increased the lead output. Subsequently, the patient reported feeling phrenic nerve stimulation once they were home. It was noted that the patient also reported phrenic nerve stimulation during their previous visit on (B)(6) 2020. On (B)(6) 2021, the lead configuration was reprogrammed and adequate capture was restored without any phrenic nerve stimulation. The patient was in stable condition.